Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. It¿s unknown if there was a delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The endoscope was not immersed in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. It¿s unknown if the air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material entered the channel from something externally (not part of the endoscope). However, the definitive rot cause was unable to be determined. The foreign material was black and appeared to be some sort of organic silicon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign material clogging the nozzle due to insufficient cleaning, additional findings were as follows: light guide lens had scratches; objective lens had scratches; and the distal end cover had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1: (B)(4) hospital..

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a lack of angle. The event occurred during a procedure. No patient was affected by this defect. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material clogging the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.